Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
A request for product return and additional information have been made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted. A service history record review reveals that this unit was in the field for over eight (8) years with no previously reported issues.

Event description:
It was reported that the device's spo2 measurement was inaccurate. It was noted that the values were showing approximately 85%. There is no report of any patient consequence or impact as a result of the reported issue.